Manufacturer narrative:
The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history noted.no bolus deliveries anomaly noted. However, the insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's girlfriend reported via phone call that they are aware of the scroll wrap recall safety notice and wanted to report that the customer has experienced issues with the insulin pump delivering the incorrect bolus amount. Blood glucose value is unknown. It was advised the insulin pump would be replaced and agreed to return the product for analysis.